Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, a single definitive root cause encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to enter MRI mode due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.